Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 19mm mitral bioprosthetic valve was explanted after an implant duration of one (1) year due to high gradient. No additional information was provided. There were no reported complications.